Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm while she was reading a book. The customer's blood glucose reading was 112 mg/dl. Customer performed troubleshooting, was able to get insulin to exit, and was advised that the insulin pump was working as designed. Customer was informed that the alarm was caused by a reservoir occlusion. Nothing was replaced or returned.